Manufacturer narrative:
Concomitant medical products: 1056 t competitor lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. Evaluation summary: the device was returned and analyzed. The device met 91.29% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was possible premature battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.